Event description:
Procedure type: urological. Reportedly, the patient underwent a procedure for treatment of stress urinary incontinence and pelvic organ prolapse. Allegedly, the patient experienced pain, injury, and has undergone corrective surgeries. According to the progress notes, the preoperative and postoperative diagnoses included sui and prolapse; and the procedure performed was tvt, uterosacral suspension, mesh sling and cysto. The findings include, but were not limited to, stage ii uterine prolapse, no significant cystocele/rectocele, pelvic vault prolapse repaired.

Manufacturer narrative:
(B)(4).